Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Similar case as: 2134265-2013-04308. (B)(4). Following a percutaneous coronary intervention procedure, myocardial infarction and angina occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was a de novo lesion located in the proximal left anterior descending artery (lad) with 100% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. This was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent, with 0% residual stenosis. Target lesion # 2 was de novo lesion located in the mid lad (cass site # 13) with 80% stenosis and was 23 mm long with a reference vessel diameter of 3 mm. This was treated with direct stent placement using a 2.25 x 28 mm pe plus stent with 0% residual stenosis. On the next day, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented with 1.5 week history of intermittent chest tightness and exertional shortness of breath and was hospitalized on the same day. Elevated troponin values were observed and event of mi was reported. ECG revealed nstemi and the patient was referred for cardiac catheterization. Two days post coronary angiography, the 70% stenosed target lesion was located in the proximal lad and was treated with CABG using lima to lad. Additionally the patient underwent CABG x 2 using svg to r-pda and om. The event was considered resolved. Six days after the procedure, the patient was discharged on aspirin and prasugrel.